Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and noted their remote home monitoring system had a red call doctor icon lit and the power light was lit orange. The patient noted there had been hurricane storms in the area. Patient services referred the patient to their clinic and noted that the light indicates the remote monitoring system may have detected an issue with the device that was not able to be communicated with the clinic. Attempts to obtain additional information from the clinic were made, but unsuccessful. At this time the pacemaker system remains in service and no adverse patient effects were reported.